Manufacturer narrative:
The catheter was confirmed to be broken at the distal cuff. The fracture site was rough with jagged edges. No stretching was apparent. The cause for the break is unknown. The device and complaint history reviews showed no related mfg issues or similar complaints.

Event description:
The catheter was placed 6/95 on the left lower quadrant of the abdomen. During peritoneal dialysis on 11/24/96, it was reported that the pt was "not able to drain out". An x-ray was taken which showed that the catheter had broken in two inside the pt next to the internal cuff. The catheter was removed and another catheter was placed.